Event description:
It was reported that the patient received inappropriate shocks due to supraventricular hyperkinetic arrhythmia. The patient was hospitalized and medications changes were made. The device remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in the more-care study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk (B)(4) pdd file provided was not useable, no s2d analysis data was reviewed.